Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Pocket infection was observed. The whole system was explanted the following day due to infection. There is no known allegation from a health professional that suggests the infection was related to the device or the leads. The patient was stable post procedure.

Event description:
New information received states that the physician stated infection originated from somewhere else in the patient. There was no vegetation on the leads.